Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that the keypad buttons required multiple button presses in order to get a response and was sticking for two weeks. He stated that the keypad buttons were over responding. It was indicated that there was no damage to the keypad. The patient reportedly wore the pump in a case around his neck on the outside of his clothing and did not clean the pump.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons, including the bolus button, are unresponsive unless pressed very hard. There was evidence of keypad adhesive/contamination found under all key contacts. There was a sticky contamination observed on the bolus button switch.